Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via a 6f sheath hole prior to a pulse field ablation (pfa) interventional procedure. Reportedly, the plunger took more force than usual to push down. After removing the plunger, it was noted that a cuff miss [suture retrieval issue] occurred. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 16f sheath and the pfa procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Analysis was performed on the returned device. The reported suture retrieval issue was confirmed. The reported difficulty depressing the plunger was not confirmed due to the returned device condition. Production record and corrective and preventive action (CAPA) reviews were performed and revealed that this event has been deemed to be related to a potential product quality issue. The unexpected medical intervention appears to be related to circumstances of the procedure. The investigation determined the noted posterior needle tip not ejecting from the posterior needle shank appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.